Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced postpartum hemorrhaging when ¿a series of downstream occlusions¿ occurred on a spectrum iq pump. During an infusion the pump was running oxytocin at 999ml/hour and the pump triggered ¿a series of downstream occlusions that could not be cleared¿ which contributed to the ¿delay in infusion of oxytocin¿. Therefore, the nurse removed the oxytocin from the pump and delivered the remainder of the solution via gravity. The event occurred in the labor and delivery (l&d) department. No further information was available at the time of this report.